Event description:
The pt's healthcare professional left the "wire" in her. She was not made aware of this until she had 5 mris and it became an issue. She eventually had the "wire" removed surgically. Additional info has been requested.

Manufacturer narrative:
(B) (4).